Event description:
Event description boston scientific crm received information that during an implant procedure, this right ventricular lead became lodged in the tricuspid valve. The physician was unable to remove the lead despite several troubleshooting attempts. The pocket was then closed, and the patient was transferred to a cardiovascular surgeon at another facility. In this procedure the lead was dislodged and explanted. A new pacing system was implanted without any adverse patient effects noted.